Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needle is difficult to depress. Report 2 of 2. The following was received by the initital reporter: verbatim: consumer reported needle clog during injection, he stated that the pen is difficult to depress. Consumer did not have a problem while priming. Consumer does not re-use.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported by the consumer that the bd nano¿ 2nd gen pen needle is difficult to depress. Report 2 of 2. The following was received by the initial reporter: verbatim: consumer reported needle clog during injection, he stated that the pen is difficult to depress. Consumer did not have a problem while priming. Consumer does not re-use.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.